Event description:
It was reported that the insulin pump alarmed, but the customer was unable to clear the alarm. A new battery was installed, and the insulin pump gave a different alarm. Again, the alarm could not be cleared. It was stated that the screen was frozen, but the time was advancing. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a frozen display with a flickering screen due to moisture on the electronic assembly. Unable to confirm the alarms due to the frozen display.